Event description:
During the replacement of a right subclavian triple lumen catheter over guidewire, on meeting resistance with insertion, the decision was made to retract the guidewire. Upon removal, it was noted that the guidewire had split into 2 pieces. Both pieces were removed and caused no patient harm. The central line catheter was successfully changed the following day.